Event description:
The facility reported a colleague infusion pump which over-infused during use on a patient. The pump was programmed to deliver a 250ml bag of sodium phosphate at 63.5 ml/hr. However, when the nurse entered the room approximately 10 minutes after the infusion started, 75 ml had already infused. The infusion was stopped and the pump was removed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).

Event description:
A baxter service technician reported finding a colleague infusion pump with "ch b channel select key not working". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.

Manufacturer narrative:
(B)(4). During service, a "channel b channel select key not working" was discovered. The pump head module (phm) key pad for channel b was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.